Event description:
Guidewire separation was observed during analysis of the returned device. No patient involvement was reported.

Manufacturer narrative:
A review of the device history record (DHR) was performed and no issues or discrepancies were found. This device met all required specification upon its release. Additional information was requested from the user facility. From the responses received it was determined that the dispenser coil flushed with saline prior to removing the guidewire and no difficulties were experienced when trying to remove the wire from the dispenser coil. The guidewire was returned and the nitinol tubing was found to be stretched and separated on its distal section at 0.8cm from the distal end. The core wire was also separated at 0.8cm from the distal end. The guidewire's hydrophilic coating was examined and a white substance was noted. Field emission scanning electron microscopy (fesem), electrodermal screening (eds) and fourier transform spectroscopy (ftir) were performed and identified presence of polyvinylpyrrolidone (pvp) from the hydrophilic coating indicating that the substance is not foreign material but rather excessive dried saline and hydrophilic coating that had delaminated on the guidewire's distal section. No other anomalies were observed. Based on analysis of the device and reported information the exact cause of break cannot be determined, however it is most likely due to aggressive handling of the device.